Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-20080. The pt has two leads placed subcutaneously (off-label use). It was reported the left lead has normal diagnostics; however, the pt is not getting sufficient stimulation. Follow-up revealed the lead was repositioned on (B)(6) 2013. The pt received effective stimulation post-operatively.